Manufacturer narrative:
Patient demographics such as: age, date of birth, sex and weight were not provided by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site the fse noted a crack in the fluidics manifold located at the wash valve cap which was allowing air into the wash pump and valve during priming. The fse replaced the fluidics manifold, wash and precision valve molded seal and the wash pump seal. The fse then performed alignments and adjusted ultrasonics. The system was verified with system check, precision run and controls. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 results was a hardware malfunction of the replaced fluidics manifold.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for three (3) patients. The elevated access accutni+3 samples were repeated on the same access 2 immunoassay system and lower results, within the assay's normal reference range, were obtained. The elevated results were not reported outside of the laboratory. There was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. Quality control (qc) was not performing within assay and instrument specifications at the time of the event. The customer did not provide specific information regarding the collection or centrifugation of the patient samples. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.